Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
On (B)(6) 2017, the patient implanted with the subject ICD suffered from an arrhythmic storm and the associated shocks were delivered. Reportedly, the ICD was interrogated on that day. On (B)(6) 2017, no files from the interrogation performed on (B)(6) 2017 could be found in the programmer.

Event description:
On (B)(6) 2017, the patient implanted with the subject ICD suffered from an arrhythmic storm and the associated shocks were delivered. Reportedly, the ICD was interrogated on that day. On 8 may 2017, no files from the interrogation performed on (B)(6) 2017 could be found in the programmer.